Event description:
During a da vinci si hysterectomy procedure, the user facility reportedly identified frayed wires at the end of the pk dissecting forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the conductor wires were intact and undamaged but the pitch down cable was frayed at the distal clevis hub. The frayed strands were sticking out at the instrument's wrist. Other cables at wrist were not damaged. Additional observation not initially reported by the user facility was damaged distal clevis. The clevis hub exhibited a scratch mark adjacent to the frayed pitch cable. Engineering concluded that the damage to clevis may be likely due to mishandling/misuse, which likely contributed to cable fraying. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.